Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA stating that the device had cord damage. This event did not occur during surgery. However, it is unknown if there was user or patient injury or medical intervention occurred. No additional information available.